Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Reviewing attached picture, only migration of the screw can be confirmed. The nail and looking screw are still intact. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was treated on an unknown date with left trochanteric femoral nail advanced (tfna) system. On an unknown postoperative date the femoral lag screw cut through the femoral head into the acetabulum. Lag screw disconnected from femoral nail medially. Per surgeon set screw was not properly screwed in, therefore the lag screw was not correctly locked. Implants were successfully removed on (B)(6) 2019 and patient was inserted with an antibiotic nail. The patient will return later for further surgery and permanent fixation of the fracture. This report is for an unknown locking screws. This is report 3 of 3 for complaint (B)(4).